Event description:
It was reported that the patient presented to the emergency room due to a lead integrity alert for right ventricular (rv) lead short interval counts (sic) and high impedances. During testing from tip to ring and tip to coil with pocket manipulations the noise was replicated in bipolar configuration. Fluoroscopy indicated that the lead pins and set screws were appropriately secure, so a lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory also indicated the right ventricular (rv) lead integrity alert and impedance on the rv pacing lead was beyond the expected upper range. The analyst noted: beginning (B)(6) 2014, sic up to 277; high-rate non-sustained episodes with evidence of lead noise oversensing. On week of (B)(6) 2014, rv bipolar lead impedance measured 950 ohms and climbing to reach 1786 ohms the week of 18 may(B)(6) in 3 days and rv lead impedance variation in last 60 days.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).